Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redy3002 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire presented resistance to be removed. It was decided to withdraw with the dilatator and it was noticed tha the guide wire was rolled in proximal part.